Event description:
It was reported that the gastrointestinal videoscope exhibited connection errors e217 and e118 during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the definitive cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.